Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The anastomotic stricture being treated was located in a shunt for hemodialysis in the severely tortuous severely calcified and 99% stenotic unspecified artery. The physician advanced the 4.0x20mm sterling otw balloon to the stricture and inflated it to 12 atms for one minute on the first inflation and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with a 5.0mm sterling otw balloon. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed a review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.